Event description:
Customer stated that she has been experiencing bent cannulas and the insulin pump did not alarm no delivery. The blood glucose reading is over 600 mg/dl. Customer has treated with manual injection and has ketones. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.